Event description:
A caller reported a pump malfunction with a specific code, but no notable events preceded the issue. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating it was within a safe range. Technical support provided instructions for resetting the pump, and after assistance, the malfunction code did not recur. The caller was advised to reconnect the sensor and to call back if any further issues arose.